Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer fell on the pump and the touch screen became shattered and unreadable. Customer's blood glucose was 150 mg/dl. Customer continued to use current pump for insulin therapy and also confirmed an alternate pump is available.